Event description:
It was reported that this right ventricular (rv) lead was suspected to fracture during the implant procedure. The lead tip was noted to become attached to tissue near the tricuspid valve. When the physician attempted to remove the device the tip of the lead was suspected to tear off and the lead fragments were left on the tissue. The patient was implanted a new lead on the same date. The physician decided to continue to monitor the patient. No adverse patient effects were reported. The device is not expected to be returned.

Manufacturer narrative:
This implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that this separation during removal results from a mixture of lead handling, patient anatomy, and lead design.

Event description:
It was reported that this right ventricular (rv) lead was suspected to fracture during the implant procedure. The lead tip was noted to become attached to tissue near the tricuspid valve. When the physician attempted to remove the device the tip of the lead was suspected to tear off and the lead fragments were left on the tissue. The patient was implanted a new lead on the same date. The physician decided to continue to monitor the patient. No adverse patient effects were reported. The device is not expected to be returned.